Event description:
The patient was implanted with left ventricular assist support. It was reported by the vad coordinator that the pvad lvad was exchanged due to increased hemolysis parameters. The pump was exchanged without issue.

Manufacturer narrative:
The pump exchange was performed as planned. The manufacturer is attempting to acquire the device for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's evaluation has been completed.